Event description:
Per the clinic, the patient was treated with oral steroids (date and duration not reported) and antibiotic (type, date and duration not reported) for unspecific medical reasons. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.